Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the first recapture, and after the second deployment attempt, an infold was noted to be visible. The valve was recaptured and withdrawn from the patient. The entire system was replaced. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls).  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit jar fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. All leaflets were flexible and showed signs creases. Creases are tissue conditions associated with the crimping and recapturing process. Leaflet 1 was partially open while leaflets 2 and 3 were in a closed position. Remnant bloody host tissue was found on all commissures. All commissures were intact. The frame was received slightly crimped at the inflow. The valve was submerged in warm saline; frame expanded to full dilation. No damages to the frame were found. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the attachment pockets without issue. The capsule was advanced to cover the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To simulate the reported event of infolding observed during recapture and deployment, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no frame anomalies were noted. The valve continued to be deployed up to the point of no recapture without issues. At this point, the valve was recaptured and fully retracted; no issues or anomalies were observed. A complete deployment of the valve was performed; no anomalies were noted. Image review: two media files were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review. Imaging shows an infold during attempted deployment. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; product lot/serial number {lot#: unknown}; product type: delivery catheter system (dcs). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant, no misload was identified during loading of the valve. The valve was recaptured the first time due to being too deep. A procedural delay resulted from the valve infold. Per the physician, the patient had a type 1 bicuspid anatomy and heavy unsymmetric calcification mostly at the non-coronary cusp (ncc) which contributed to the valve infold.

Event description:
Additional information was received indicating that the procedure was delayed by approximately twenty minutes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.